Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that unexpected restart was found in insulin pump. The customer¿s blood glucose was 173 mg/dl. Troubleshooting was performed. Customer also reported that pump error was occurred again. The insulin pump will not be returned for analysis.